Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a is unknown.

Event description:
Clinical narrative: clinical narrative: a 75-year-old male with an unknown medical history underwent implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the femoral artery (side unknown). At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. However, during device preparation, upon connection of the pump to the automated impella controller (aic), an alarm displayed indicating a ¿system error in the optical sensor,¿ with instructions to switch to a backup controller that supports optical sensing or to continue without placement and suction control. The clinical team connected a backup aic, and the alarm resolved. The implant procedure proceeded without reported delay. Approximately 16 hours after initiation of impella support, care was withdrawn, and the patient expired. This event involved an aic malfunction identified during preparation, characterized by an optical sensor system error. In accordance with the impella instructions for use, a backup automated impella controller was available and successfully utilized, allowing continued set up for therapy without interruption. There was no reported adverse delay in therapy delivery. The patient¿s underlying condition contributed to the patient¿s demise. The death is consistent with the severity of underlying cardiogenic shock (scai stage e) and acute myocardial infarction. Based on available information, the aic malfunction did not materially contribute to the patient¿s clinical deterioration or death. Conservatively for usmdr, however, the death is being reported in association with the automated impella controller malfunction, although no causal relationship between the controller issue and the patient outcome has been identified.

Manufacturer narrative:
D4 and h4 updated. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report.

Manufacturer narrative:
Corrected information was provided in b1, d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Added d9 and updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Reported inability to use pump 643543 due to optical sensor system error during case start was caused by contamination of optical connector on ic4235.